Event description:
A device report from (B)(6) indicates a clinic in (B)(6) reported. During insertion of the connecting screw, the screw broke and also jammed with the head of the nail. The surgeon tried to remove the screw and could not. The connecting screw remains in the patient.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as no product was returned.